Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event. Tthe patient was treated with vancomycin injection (1 gram, every fifth day, duration and route not reported) and ceftazidime injection (1 gram, once daily, duration and route not reported) for peritonitis. At the time of this report, the patient remained hospitalized and the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information was available.